Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the device was in back up mode following an MRI. Technical support was contacted and it was noted the device had not been programmed into MRI mode prior to the patient undergoing the MRI. Reprogramming was performed to resolve the event. The patient was stable.